Event description:
It was reported that the device was replaced. Pt was prepared for total lung transplant. No further info was provided. Additional info has been requested from the healthcare professional, but was not available as of the date of this report.

Manufacturer narrative:
Final device analysis was completed and revealed no anomaly was found for the synchromed ii pump.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient had his pump removed because he was getting a lung transplant and wanted all foreign objects removed. The medication administered via the pump was morphine 5.0 mg/ml concentration with a daily dose of 0.2401 mg/day via simple continuous infusion.